Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose (bg) was 20 mmol/l. Customer reverted to manual injections for insulin therapy and elevated bg resolved.